Manufacturer narrative:
Pt age: this value is the average age of the patients reported in the article as specific patients could not be identified. Pt gender: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Ford, b., winfield, l., pullman, s.l., frucht, s.j., du, y., greene, p., cheringal, j.h., yu, q., cote, l.j., fahn, s., mckhann ii, g.m., goodman, r.r. Subthalamic nucleus stimulation in advanced parkinson¿s disease: blinded assessments at one year follow up. J.neurol neurosurg psychiatry. 2004;75:1255¿1259. Doi: 10.1136/jnnp.2003.027557 summary: to measure the effect of deep brain stimulation (dbs) of the subthalamic nucleus in patients with advanced parkinson¿s disease. Reported events: 1 patient with bilateral subthalamic nucleus deep brain stimulation (stn-dbs) to treat parkinson's disease (pd) experienced an ischemic stroke and two chest wall hematomas. It was noted that this patient had preexisting factor xii deficiency, making them a high risk candidate for these complications. These were considered serious complications, which were defined as those that were potentially life threatening, or requiring surgical intervention or hospital admission. In all cases it was reported that there were minor or short lived (<(><<)>72 hours) neurological symptoms, and the patient made a complete recovery; 2 patients with bilateral stn-dbs to treat pd experienced a subdural hematoma. These were considered serious complications, which were defined as those that were potentially life threatening, or requiring surgical intervention or hospital admission. In all cases it was reported that there were minor or short lived (<(><<)>72 hours) neurological symptoms, and the patient made a complete recovery; 1 patient with bilateral stn-dbs to treat pd experienced an intracerebral hemorrhage. This was considered a serious complication, which was defined as being potentially life threatening, or requiring surgical intervention or hospital admission. In all cases it was reported that there were minor or short lived (<(><<)>72 hours) neurological symptoms, and the patient made a complete recovery; 1 patient with bilateral stn-dbs to treat pd experienced an infection along the extension wire that required replacement of the lead, extension and implantable neurostimulator (ins). In all cases it was reported that there were minor or short lived (<(><<)>72 hours) neurological symptoms, and the patient made a complete recovery; 2 patients with bilateral stn-dbs to treat pd experienced an infection along the extension wire. These were considered serious complications, which were defined as those that were potentially life threatening, or requiring surgical intervention or hospital admission. In all cases it was reported that there were minor or short lived (<(><<)>72 hours) neurological symptoms, and the patient made a complete recovery. It was reported that patients were implanted with either 3387 or 3389 dbs leads and 7424 (itrel ii) or 7426 (soletra) implantable neurostimulators. However, it was not possible to ascertain any additional specific device information (i.e. Serial numbers) from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.